Manufacturer narrative:
A customer from (B)(6) hospital, alleged a result discrepancy for a single patient with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g07807. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case there is no indication of a product issue, and the assay appears to be performing as intended. The discrepancy may be due to the samples being near the limit of detection (lod) or due to handling at the customer site or other site-specific factors and are not indicative of a systemic issue. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) hospital, alleged a result discrepancy for a single patient with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g07807. It was confirmed in the case the customer used 2.0 ml collection media when collecting the samples, however the method sheet does not recommend this. According to the method sheet, collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). Using a lower volume of collection media can have an effect on the CT¿s generated. Review of the data provided for the first result showed a relatively flat curve and the CT generated for target 1 of 36.37 and the target 2 result was negative. According to the method sheet, when all target results were valid, a positive target 1 result and a negative target 2 result is suggestive of 1) a sample at concentrations near or below the limit of detection of the test, 2) a mutation in the target 2, target region, or 3) other factors. The possibility of contamination during workflow also cannot be excluded. Based on the target 1 CT generated it is likely this sample is near the limit of detection (lod). The ic CT generated for this sample was in line with the average ic CT of the run. Lod studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. Based information within the method sheet a target 1 CT of 36.37 would have a hit rate lower than 38.1%. Review of the curves in this run did not show any major shifts or suppression. This could potentially explain the discrepancy between result 1 and results 2 and 3. The other two results generated generated negative results for target 1 and 2. Review of the curves in this run did not show any major shifts or suppression. The ic CT generated for these samples were in line with the average ic CT of the runs. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case there is no indication of a product issue, and the assay appears to be performing as intended.